Event description:
It was reported that the 9600 system had a problem with the power motor relay board. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power motor relay board was replaced and the system was calibrated during the service call. The system was tested and found to be working as intended and put back into service.